Manufacturer narrative:
Correction on initial report: b.5 & d.4 2 photos provided by the customer shows 1)unopened extension set model mpx5302-c with texts "leak..." Pointing to nac y and male luer components and 2)unopened maxplus connector with text "our interim solution to the leaks will be to insert the IV with the above adapter so that the IV/opsite are not compromised if the extension tubing fails". The root cause was not identified.

Event description:
It was reported from the infusion center that the extension tubing set nac-y needle-free valve leaked during a blood transfusion. When the the curos alcohol cap was removed from the needle-free valve, the entire alcohol pad inside of the curos alcohol cap was saturated with blood. It was noted that the patient had a chest port that had not been utilized and the leak was not immediately identified under the patient' shirt. The tubing set was replaced. There were no adverse effects caused to the patient from the event.

Event description:
It was reported from the infusion center that the extension tubing set nac-y needle-free valve leaked during a blood transfusion. When the the curos alcohol cap was removed from the needle-free valve, the entire alcohol pad inside of the curos alcohol cap was saturated with blood. It was noted that the patient had a chest port that had not been utilized and the leak was not immediately identified under the patient' shirt. The tubing set was replaced. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional information provided: d.10.*****************************************

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Sections were requested but not provided.

Event description:
It was reported that the extension tubing set nac-y needle-free valve leaked during a blood transfusion. When the (B)(6) alcohol cap was removed from the needle-free valve, the entire alcohol pad inside of the (B)(6) alcohol cap was saturated with blood. It was noted that the patient had a chest port that had not been utilized and the leak was not immediately identified under the patient' shirt. The tubing set was replaced. The patient had to have a paper shirt provided to him to go home in. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Correction: d.1 & d.4. The customer's report that the extension tubing set nac-y needle-free valve leaked was not confirmed. The set samples were visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaks, alarms or issues. The root cause was not identified.

Event description:
It was reported from the infusion center that the extension tubing set nac-y needle-free valve leaked during a blood transfusion. When the the curos alcohol cap was removed from the needle-free valve, the entire alcohol pad inside of the curos alcohol cap was saturated with blood. It was noted that the patient had a chest port that had not been utilized and the leak was not immediately identified under the patient' shirt. The tubing set was replaced. There were no adverse effects caused to the patient from the event.